Event description:
Vascular surgery was done but the site became infected after five days post surgery. Pt was on antibiotics. The surgeon determined the infection was caused by the vicryl suture. The sutures were taken out and the wound healed. Two mos later pt had a hysterectomy. Vicryl suture was used again and the wound became infected. Pt was reopened and sutures removed. Pt is now healed.